Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("abnormal menstrual bleeding; prolonged menses/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("severe menstrual pain/dysmenorrhea") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On 25-jun-2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("tubal spasms") and complication of device insertion ("md was unable to implant the left coil / failure to occlude (close) fallopian tube - the procedure was terminated with only right coil implanted"). On 1-jul-2013, the patient experienced migraine ("migraine headaches"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), nausea ("nausea") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy) and surgery (laparoscopic bilateral salpingectomy with right essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and abdominal pain was resolving, the menorrhagia, dysmenorrhoea, migraine, back pain, dyspareunia, fallopian tube spasm and complication of device insertion had resolved and the vaginal haemorrhage, fatigue, hormone level abnormal, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tube has essure device. The left tube could not be done either due to tubal spasm or blockage. Attempted to insert the device into the l ostia 4 times. The bent tip was felt to be the cause of the unsuccessful insertion. The tip of the essure device appeared bent and the device coiled up on itself into the uterine cavity. Attempted to insert the device into the l ostia 4 times. At that time, the bent tip was felt to be the cause of the unsuccessful insertion so another essure device was opened and again an attempt was made to insert it into the tubal ostia but was unsuccessful. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. On (B)(6) 2017 patient had surgical pathology report reveled, bilateral fallopian tubes with no pathologic change, medical device, gross examination only. The metal coil measures 8.5 cm in length, and is received folded. Scant fragments of tissue are attached to the coil. On unknown date patient underwent hysterosalpingogram test. Concerning the injuries reported in this case, the following ones were described in patient's medical records: weight gain, pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs + mr received, patient demographics added, product info updated, reporter added, concomitant condition added, lab data added, event added as per pfs: abnormal bleeding (vaginal), fatigue, hormonal changes, nausea, pain, weight gain, abdominal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("tubal spasms") and complication of device insertion ("md was unable to implant the left coil"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), menorrhagia ("abnormal menstrual bleeding; prolonged menses"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with right essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, migraine, menorrhagia, dysmenorrhoea, back pain, dyspareunia, fallopian tube spasm and complication of device insertion had resolved. The reporter considered abdominal pain lower, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube spasm, menorrhagia and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.